Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, the override function was used with the intent to pull midazolam (versed). The user typed "ver" and pulled a medication. However, it was discovered that the user selected and pulled verapamil instead of versed. The incorrect medication was reportedly administered to the patient. Due to the event, the patient was placed on continuous monitoring, repeated vital sign assessment, EKG, and the poison control center was contacted. Per report, there was no change in patient condition immediately after administration, no changes in vital signs during post-administration monitoring and the patient was discharged home from the emergency department on the same day. Although requested, no further information has been provided.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the incorrect medication was administrated to the patient. The technical support specialist (tss) dialed into the system and requested to change the "enter at least 3 letters in the search box to retrieve available medication" to more letters. Tss also stated that it was possible to change the function from 3-search to 5-search but once it changed, it cannot reverse. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, the override function was used with the intent to pull midazolam (versed). The user typed "ver" and pulled a medication. However, it was discovered that the user selected and pulled verapamil instead of versed. The incorrect medication was reportedly administered to the patient. Due to the event, the patient was placed on continuous monitoring, repeated vital sign assessment, EKG, and the poison control center was contacted. Per report, there was no change in patient condition immediately after administration, no changes in vital signs during post-administration monitoring and the patient was discharged home from the emergency department on the same day. Although requested, no further information has been provided. The customer stated that the malfunction caused a delay in dispensing medications to the patient. However, there were no adverse events or injuries reported due to this event.